Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and found there was a "leak at the hub of the sheath". As a result, the md did not use the iab. The md requested a data scope product.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.